Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. Other: an investigation is in process.

Event description:
The customer states that one patient sample generated the following results on the architect c8000 analyzer: sodium = 164 mmol/l; potassium = 5.2 mmol/l; chloride = 127 mmol/l. The sample was retested and generated the following results: sodium = 140 mmol/l; potassium = 4.4 mmol/l; chloride = 108mmol/l. The sample was then tested on the other architect c8000 analyzer in the lab with similar results as the repeat results above (not available). The customer did not find any sample integrity issues. No suspect results were reported from the lab. Precision runs generated acceptable results. No further patient information was made available. The cta advised the customer to replace and calibrate the r1 and sample probes. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). The investigation began with a review of the activities/information from the customer site. The customer had no concerns with control results. A precision run was acceptable using control material. Quarterly maintenance was last performed on the architect c8000 analyzer on (B)(6) 2009. The sample probe was replaced on (B)(6) 2009, and all probes calibrated on (B)(6) 2009. The age of the r1 (reagent) probe is unknown and the ict (integrated chip technology) module serial number was not available. On (B)(6) 2009, the abbott customer technical advocate (cta) advised the operator to replace the sample and r1 probes. Subsequent follow-up on (B)(6) 2009 verified that the user replaced the sample and r1 probes and tubing, calibrated the probes. No further occurrence of erratic results was observed. The analyzer's system logs were unable to be collected due to a time delay between the event and customer contact. A query of all complaints received between (B)(6) 2009 involving the customer's c8000 serial number (B)(4) retrieved the current complaint and two subsequent complaints that suggest that the discrepant results described in the customer's current issue may have been caused by early intermittent failures of the poppet valves for the sample probe, reagent probes and the cuvette washer, or an issue with the sample probe itself. A review of the current architect c8000 and c16000 analyzer metrics did not identify an adverse trend for the c8000 analyzer or ict module in conjunction with the complaint issue currently under review. The architect system operations manual (pn (B)(4), (B)(6), 2009) and the ict sample diluent package insert ((B)(4) 2009) provide sufficient information regarding system and ict module maintenance, component replacement, interpretation of results, and troubleshooting the customer's issue. Based on the available information a specific cause for the discrepant sodium, potassium and chloride results could not be determined. Probable causes include a sample integrity related issue, intermittent contamination in the ict module, a damaged sample or reagent probe, and/or an intermittent poppet valve issue. Troubleshooting performed by the customer and field service to resolve the issue is consistent with information provided in the operations manual. A deficiency was not identified. This is a final report.